Event description:
It was reported to philips that the system's wireless footswitch was unable to trigger x-rays the device use was unknown at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by using wired footswitch. A philips field service engineer (fse) visited the site but could not replicate the issue. It was determined that the footswitch malfunction was due to inadvertent pressing. The problem was resolved by restarting the system. After which, the system was returned to good working order. The failure of wireless footswitch is not attributed to any existing fsca. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.